Event description:
It was reported that this patient has recently passed away due to sudep. The patient's mother questioned the role of the vns in the patient's death stating that the vns was triggering all by itself every three minutes. According to the patient's parents the patient was subject to crises at night, and the death occurred during his sleep, presumably in the early morning. The physician showed vns involvement to be contradictory to information in a previous study, as well as information from the company's database. No other relevant information has been received to date.